Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 560cc mentor smooth round high profile saline breast implant experienced right-sided implant deflation postoperatively. The patient suffered a fall, and deflation was diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3503560 and right lot-serial # (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the sm hps dv 560cc breast implant, it was identified two (2) tears (a and b) on the posterior aspect, measuring approximately a: 1.7 cm and b: 1.8 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that it cannot be determined when the instrument damage happened; therefore, both the trauma and the instrument damage may be the cause of the deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9485056 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).